Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed right at the beginning of treatment and the machine alarmed. Rn stated that the blood could be seen mixing with the dialysate. Estimated blood loss was 100cc's. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.